Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not working properly. All components were removed and replaced with no patient complications. No additional information was reported.